Event description:
A us distributor reported that a monitor's lcd display screen was blank/black.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (screen blank or black) exhibited a flash memory failure at defective u102 and u105 flash chips on the c/a board, causing a segmentation fault. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.